Event description:
It was reported that a malfunction has occured in where the cutting block detaches from the attachment and was not holding firmly, it was very loose.

Manufacturer narrative:
The device was not evaluated due to no sample was returned for investigation. Investigation results: the associated complaint device was not returned. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed. Credit cannot be issued for the device.